Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: device manufacture date: the device was manufactured between 18may2023 and 19may2023. H11: the device was received for evaluation containing 176 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was noticed before patient use while still in the pharmacy department. There was no patient involvement. No additional information is available.